Manufacturer narrative:
(B)(4). Date sent: 11/21/2024. D4 batch #: x95u9n. This is an analysis of a set of images submitted for evaluation. The images provided by the customer shows an enseal distal jaw with the knife exposed. Based on the photo, the reported event was confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. However, upon visual inspection, it was found that the knife was not retracted and exposed. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. However, the blade did not fire when the cut button was pressed. No alert screens were displayed at any time during testing. The device was disassembled to verify the condition of the internal components, and it was found that the knife tube weld was broken at the knife rod causing the reported issues a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 10/25/2024. Additional information was requested and the following was obtained: did the patient suffer any adverse consequences? The patient did not suffer due to probe failure.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2024. B3: event year only reported: 2024. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient suffer any adverse consequences? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the blade of the device got stuck in the jaw. It's not retracting back to normal position while connecting in machine. Replace instrument error is coming.